Manufacturer narrative:
The customer reported to resmed that a new pneumatic block was installed in the astral device and this addressed the internal self-test failure. The pneumatic block was returned to resmed france and an evaluation was performed. The evaluation determined that the pneumatic block was defective. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4). Note: during an audit of the complaint records, it was found that this issue shoulde be reported. This report is submitted to address the reportable event.

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.